Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Exact date of event is unknown, event occurred sometime in 2022. Part 03.130.010, lot 97p6250: this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. A product investigation was completed: visual analysis of the returned sample revealed that there was no damage or defects with the screwdriver shaft. A dimensional inspection was performed and met specifications. The relevant drawings were reviewed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the device was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date two (2) t4 screwdriver shafts would not fit into the recess in the head of the screws in the variable angle handset. There was no surgical delay. Surgery was completed successfully. No fragments were generated. There was no patient outcome. This report is a for a screwdriver shaft. This is report 1 of 2 for (B)(4).